Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
Lot number was not provided, therefore review of the manufacturing records could not be completed.

Manufacturer narrative:
Reference CAPA-20-00141.

Manufacturer narrative:
The reported event "broke off" was confirmed. The body tube under the balloon latex was broken. The tube broke at the proximal electrode lead wire port. The edges at the break locations appeared to match. There was a bond separation between the proximal electrode and the body tube. The adhesive could be seen on the body tube. Both the distal electrode and proximal electrode leadwires were broken. Leadwires in the catheter body, from 15cm to 65cm proximal from the catheter tip, were bunched. The balloon inflation extension tube had a kink at 1cm proximal from the adapter. A non- edwards introducer sheath had a kink at the proximal end of the sheath. A review of the manufacturing records indicated that the product met specifications upon release. An investigation has been initiated to consider any potential manufacturing factors that may have contributed to this complaint. Swan-ganz pacing thermodilution (td) catheters serve as diagnostic and therapeutic tools in the management of critically ill patients. There are multiple failure modes that may require the exchange of a pacing catheter. Since proper functioning of the pacing catheter depends on the electrical continuity of its electrodes and internal wires, care should be exercised when handling the catheter. Stretching, kinking, or forceful wiping of the catheter may result in damage. After stable pacing has been confirmed, the proximal end of the catheter should be secured to the insertion site to prevent undue movement that could result in tip dislodgment and loss of capture, or catheter migration. Care should be taken not to kink the catheter body when securing it. In this complaint, it could not be determined if procedural factors or device handling may have contributed to the reported event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. (B)(4).

Event description:
It was reported that when placing the pacemaker, the patient had temporary wires in, the md then placed the pacer. When pulling back, the piece at the hub became disconnected. The end of the transvenous pacer broke off inside the sheath cover hub. The md fluro(ed) the patient and there was no harm or retained foreign body. Edwards was notified of this event from a received (B)(4) report.